Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a (B)(6) transmission revealed that the right atrial lead exhibited noise. The lead sensitivity was reprogrammed and normal function resumed. The patient would be monitored.